Manufacturer narrative:
Received one device. Customer reported problem with" travel coarse error" was verified and duplicated by motor drive test as device displayed check clutch alarm. The problem is caused by worn out clutch. Found check clutch alarm, syringe plunger not in place and check syringe plunger sensor alarm from alarm history. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device has a travel coarse error. There was no reported patient involvement.